Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On (B)(6) 2024, it was reported by the patient that five infusions set fell off during use. The infusion set was in use for few hours. The first occurrence occurred on march (B)(6) 2024; the third on (B)(6) 2024; the fourth on (B)(6) 2024 and the fifth on (B)(6) 2024. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-04383- device 4 of 5.